Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the array was severed near the array prior to receipt. In addition, sliced silicone over mold was observed on the top and bottom cover. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires between the electrode ground ring and fantail. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical tests performed. Advanced electrical testing performed on the device revealed lower than typical range on some of the electrodes. It is the opinion of advanced bionics explant review board that some of these electrode test results should be considered as failures. The device passed the mechanical test performed. The scanning electron microscopy (sem) analysis and dissection of the electrode confirmed evidence of tensile breaks across all electrodes between the electrode ground ring and fantail. The photographic inspection and the sem analysis revealed broken electrode wires near the fantail. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor for failure modes of this type. In addition, this device exhibited electrode shorts in the electrode pocket. A corrective action was implemented. This version of the ultra is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: the recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing open electrodes. Device testing confirmed open electrodes. The recipient ceased device use. Revision surgery will be scheduled.